Event description:
Patient reported undergoing total hip arthroplasty on (B)(6), 2005. Subsequently, the patient reported four instances of dislocation of the hip. To date, no revision procedure has been performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states,"dislocation and subluxation due to inadequate fixation and improper positioning". The attorney for the user facility confirmed on (B)(6), 2011, that biomet product had been implanted. The attorney also provided an operative report from the (B)(6), 2005 procedure. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.